Manufacturer narrative:
E1: patient city: (B)(4). Patient country: austria.

Event description:
Reference number (B)(4). Event occurred in austria it was reported that patient faced infusion set kinked cannula event on 27-nov-2024. The insertion site was lower back. Thw infusion set was in use for few seconds. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6008010 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code I soft cannula found kinked upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR)review: packaging: the lot 6008010 was packing according to the wi version 79 manufactured in the line m12, on 03/jun/2024, with a total of (B)(4) units. Assembly: the lot 4f05228 was assembled according to wi version 27 on-line inspection for assembly of quick set on 06 jul 2024, with a total of (B)(4) units. The lot 4f05229 was assembled according to wi version 27 on-line inspection for assembly of quick set on 07 jul 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 06/mar/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6008010 and no other complaint has been registered in database for the same lot 6008010 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for returned/retention samples, no non-conformance (nc) raised during production, only one complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market vigilance activities.

Event description:
To date no additional patient or event details have been received.